Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 02-nov-2015, an fse conducted on-site follow-up with the customer. The fse replaced a broken sample nozzle, eki board, and s126 pib due to damage. The fse then performed sample nozzle alignments, tuned trimmer on liquid surface detection board, adjusted suction a/d and ran clog detection macro. The instrument was returned to normal operation. The most probable cause of the reported event was due to a thin tube that became stuck on the sample nozzle and was pulled into the cup/tip lane.

Event description:
On (B)(6) 2015, a customer reported error 4224 main z-arm axis limit over-run on their aia-2000 analyzer. The customer is unable to run fsh, prl, e2, bhcg and lhii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, prl, e2, bhcg and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.